Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error 228 and no image as soon as the device was connected to the column during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.